Manufacturer narrative:
E1- initial reporter city: (B)(6).

Event description:
It was reported that device entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. An opticross imaging catheter was selected for use for ultrasound examination of the target lesion. During the procedure outside the patient, it was noted that the aster sheath of the product was torn. However, when the device inserted into the guidewire during imaging, and when it was advanced to the front of the guiding catheter, only the outer part of the product was torn, and the wire of the exposed imaging core became entangled. The procedure was completed with another of same device. No patient injury was reported.

Event description:
It was reported that device entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the aster sheath of the product was torn. However, when the device inserted into the guidewire during imaging, and when it was advanced to the front of the guiding catheter, only the outer part of the product was torn, and the wire of the exposed imaging core became entangled. The procedure was completed with another of same device. No patient injury was reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection showed kinks were observed in the sheath and imaging window. Visual and microscopic inspection showed the returned imaging window was detached near the lap joint section and imaging core was observed coiled. E1- initial reporter city: (B)(6).

Manufacturer narrative:
E1- initial reporter city: utsunomiya city tochigi prefecture.

Event description:
It was reported that device entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the aster sheath of the product was torn. However, when the device inserted into the guidewire during imaging, and when it was advanced to the front of the guiding catheter, only the outer part of the product was torn, and the wire of the exposed imaging core became entangled. The procedure was completed with another of same device. No patient injury was reported.